Event description:
The customer's wife called paramedics due to low blood sugar. The wife stated that the customer had a salad for dinner, did a bit of activity and may have over bolused. Paramedics treated customer's bgs. Customer was not wearing the pump at the time of call; he will reconnect in the morining.